Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the device multiple times. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible and image disk full error via log file analysis. During troubleshooting, the fse found that the exposure failed due to limited space. Old images were deleted, and the disk space was cleaned up to make exposure. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event, this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.